Event description:
A home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 240 message that appeared on the display of the hp's homechoice machine during 2/4 of their automated peritoneal dialysis therapy. Per initial report, the hp had disconnected the transfer set from the pt line of the homechoice set during dwell 2/4 without pausing therapy. When the hp returned, the homechoice machine had already moved into the following drain cycle. The hp then reconnected to the setup and attempted to continue therapy. Baxter's tsc assisted the hp in ending therapy early. No pt injury or medical intervention was associated with this incident, per hp's nurse.